Event description:
During an anterior cervical discectomy procedure, the lever arm broke off. Nothing was left in the patient. The surgeon used another to complete the procedure with no adverse effect to the patient.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual product evaluation confirmed that the distraction pin tube had fractured off of the distractor on the male end of the joint. Some evidence of use can be seen on the translating parts. The male portion of the hinge was measure to be 3.02mm which is within design specification. The manufacturing evaluation determined the distractor corresponds to the drawing and processes at the time of manufacture. The arm seized at the hinge due lack of maintenance, too much force was then required to move the arm causing it to break. The distractor was within design specification and no irregularities were found. The force applied to the distractor arm exceeded the limit that it could withstand; however, the details surrounding the use of the distractor that led to this failure are unclear.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.